Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to manufacturer for analysis. Visual inspection of the returned platform revealed no damage. A review of the archive data was performed, which revealed that no "system error" messages occurred on the reported event date of (B)(6) 2014. However, other user advisories (uas) such as ua 2 (compression tracking error), ua 20 (position out of range) and ua 45 (not at "home" position after power-on/restart) were observed to have occurred on the reported event date. The observed user advisories exhibited in the archive are unrelated to the reported complaint. Functional testing could not be performed due to the observed "system error, out of service, revert back to manual CPR" message upon power up of the platform. The error message was found to be due a defective processor board. Based on the investigation, the part identified for replacement is the processor board. In summary, the reported complaint of the platform displaying a "system error, out of service, revert back to manual CPR" message was not confirmed based on the archive review. However, it was confirmed during functional testing. The error message was found to be due to the defective processor board. The user advisories observed in the archive review are unrelated to the reported complaint. Upon replacement of the processor board, the platform passed all testing criteria.

Event description:
Additional information was received from the customer who indicated that this incident occurred after a training.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that upon power up, the autopulse platform displayed a "system error-out of service, revert to manual CPR" message. No patient involvement was reported. No further details were provided.